Manufacturer narrative:
The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Due do the lack of the information available it is not possible to determine one possible root cause of the failure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with disp.univ-sealing unit. According the complaint description it was reported that the outer cylinder of the trocar was damaged during the operation. The debris have fallen into the patient's body and it is unknown whether all the fragments have been recovered. Broken parts may have remained in situ. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).